Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain and post lumbar laminectomy syndrome. It was reported that the patient experienced shocking and overstimulation. The patient was having problems with their stimulator, noting that it had been ¿shocking full blast.¿ it also caused pulling in their back muscles so that they couldn¿t straighten up, and the patient said it felt like they were having back cramps. It was said that this issue prevented them from lying down and kept them awake. The stimulation was felt in the normal target area of the left leg to their right hip, but it was just really strong. The patient turned their ins off because of this issue. No falls or trauma was related to this issue. The patient synced with the ins and turned stimulation back on. The stimulation was still really strong, and the amplitude was at 5.40 v. The patient lowered the amplitude to a comfortable level at 4.0 v, and this was said to resolve the issue. It was reported that the patient had not made any changes to their settings before the shocking/overstim issue began. It was noted that the change in the therapy/symptoms was sudden, and it started a couple weeks prior to the report in (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that no changes in the patient's activity level led to the sudden shocking. The patient stated that no steps were taken other than turning the device off and changing the settings. No further complications were reported.